Manufacturer narrative:
(B)(4). Section f9: approximate age of device ¿ 1 year and 2 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced elevated flow estimation and pump power readings. The patient had been admitted a ¿couple of times¿ for anticoagulation management. The patient occasionally felt dizzy and fatigued, but was otherwise asymptomatic. The results of an echocardiogram and right heart catheterization did not reveal any reported lvad dysfunction. On (B)(6) 2017 the patient¿s lactate dehydrogenase (ldh) was 501 u/l with an inr of 2.1. An echocardiogram revealed the aortic valve opening with the cardiac cycle. On (B)(6) 2017, it was reported that the inr remained subtherapeutic at 1.9, and the patient was treated with heparin. The patient was discharged after the inr was therapeutic. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of power and flow elevations was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.